Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices had lost connections due to software issues. The issue was resolved by rebooting the server and synchronizing the station. The system functioned as intended after troubleshooting .

Event description:
It was reported by the customer that a pyxis medstation system had disconnected mode. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident. .